Event description:
A surgeon reported a pt had an intraocular lens (iol) implanted using the delivery system. During postop examination, the surgeon observed a distorted area/substance approximately 1.25mm wide and 3mm long that appeared to be behind the lens. Following the pt's most recent examination, it is the surgeon's opinion that these observations may be the result of the edge of the optic getting caught in the cartridge of the delivery system resulting in damage to the iol. The pt has experienced more inflammation than usual for a longer period and currently remains on steroids for mild inflammation. The association between the surgeon's observations and the reported inflammation is not known.